Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of lower scanned values while a customer was wearing the adc device compared to an hcp meter. On (B)(6) 2022, the customer had hcp contact and a sensor scan of 64 mg/dl and 45 mg/dl were compared to an hcp glucose test of 120 mg/dl and 112 mg/dl. The customer was provided "dextom 15/IV" for a diagnosis of hyperglycemia. No further information was provided. Please note that it is unknown if the reported value were taken before or after medical intervention. There was no report of death or permanent injury associated with this event.

Event description:
A report of lower scanned values while a customer was wearing the adc device compared to an hcp meter. On (B)(6)2022, the customer had hcp contact and a sensor scan of 64 mg/dl and 45 mg/dl were compared to an hcp glucose test of 120 mg/dl and 112 mg/dl. The customer was provided "dextom 15/IV" for a diagnosis of hyperglycemia. No further information was provided. Please note that it is unknown if the reported value were taken before or after medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Sensor was reprogrammed and current was applied to perform accuracy testing while in the test fixture. All results were within specification. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.